Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the user interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that several buttons on their device were not functioning, including the charge and shock buttons. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.